Manufacturer narrative:
Approximately 37 cm of the catheter was returned. Proteinaceous debris was observed on the exterior of the catheter. The catheter was patent however it did not meet requirements for leak testing due to a tear approximately 2.5 cm from the distal end of the catheter. The puncture is consistent with a bevel needle puncture. The distal end appears to be cut to length and the edge appears to be jagged. It is unknown how or when the damage occurred. As part of the manufacturing process alcohol is pumped through the catheter, and any leaks would be detected. No needles are used in the manufacturing processing of the catheter. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device leaked cerebrospinal fluid. According to the report, there was patient impact due to this, but the nature of the impact was unobtainable. Reportedly, the device was explanted and a perforation was found on the device. It was stated the patient was under follow-up.